Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin had a blank display. The customer's blood glucose level was 254 mg/dl at the time of the incident. The customer informed that the display did not returned after the insulin pump restart. The customer also stated that, the part that rewinds got stuck in the middle and will not go forward or backward. The insulin pump passed the self test. The customer stated the contacts on the battery cap were neither missing nor damaged. The device will not be returned for analysis.